Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (rca). Pre-dilatation was performed. The 3.0 x 48 xience xpedition stent was deployed in the proximal to mid rca and confirmed to be fully apposed. The 2.25 x 12 mm xience prime stent delivery system (sds) was then advanced and the stent was deployed distally; however, during removal of the sds, there was interaction with the deployed stents and both stents were pulled into the catheter by the sds. Two new stents were used to treat the lesions. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device damaged (explanted) was unable to be confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. It should be noted the xience prime everolimus eluting coronary stent system instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional xience xpedition referenced is being filed under a separate medwatch report.